Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and ketones were present. High bg was due to the customer forgetting to deliver a food bolus. A correction bolus was delivered. The customer went to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). A healthcare provider identified the ketone level as dangerous. The customer was treated with intravenous fluids and insulin. The high bg/dka were resolved and the customer was discharged on (B)(6) 2018. The customer temporarily reverted to using insulin injections for insulin injections and resumed pump therapy at the time of the report.